Event description:
It was reported by a customer in the USA that, an 840 ventilator had an intermittent keypad. Additionally, it was reported that, sometimes, it was very sensitive when passing your hand over the keys, as it would react. There were times when pressing any key, it had a delayed response. There was no pt involvement.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. Tse recommended the customer to replace the keypad. The customer informed to have replaced the keyboard, and the issue was resolved. (B)(4).